Manufacturer narrative:
Concomitant product: evolutr-29-us transcatheter valve, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance the day after implant. It appeared that the lead was in the same position but was noted that the slack was gone out of the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.